Manufacturer narrative:
(B)(4).

Event description:
The pt fell backward near the implantable neurostimulator site on (B)(6) 2010. Afterward he felt shocking when therapy was on. The device was not functioning the same. He turned the device off. He subsequently felt a return of pain symptoms. The pt contacted his hcp. The field staff was notified of the situation. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.